Event description:
Healthcare professional reported "no complaint against the device" confirmed by MRI. Healthcare professional later reported "leaking silicone" and "implant tore during explant surgery". This record is for a right side. Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and use error was received on may 29, 2025 with lot number 2653749. Based on the product analysis performed, the assessments of the complaint codes are: rupture/use error: observed an opening assessed as fold flaw opening. As per the investigation procedure, creases, wear abrasion and non-penetrating were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: h3, h6.

Event description:
Healthcare professional reported "no complaint against the device" confirmed by MRI. Healthcare professional later reported "leaking silicone" and "implant tore during explant surgery". This record is for a right side. Device was explanted and replaced.